Event description:
It was reported the patient experienced loss of stimulation. Sjm representative was able to resolve the issue by reprogramming at the time. However, issue recurred and programming was tried to no avail. The patient experienced several falls in the past. X-rays revealed fracture on the lead. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.